Manufacturer narrative:
Correction: the prior device evaluation did not include the information from the device history report (DHR). An updated device evaluation will be added. Device evaluation: the clic device passed a verify accuracy test while connected to a crit-line IV monitor. After being connected for several minutes, the transmitter housing became warm to the touch, though the housing did not melt or bubble. An internal inspection of the clic device found corrosion, an unknown substance, and charring on the transmitter board. An unknown substance was found on the inside of the transmitter housing, and on the receiver with the housing removed. The observed corrosion on the transmitter board will cause shorts on the board that can cause the observed charring. A serial number search in the ptc complaint system of the clic device¿s serial number found no other complaints with the same symptom code within 90 days of the notification date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Device evaluation: the clic device passed a verify accuracy test while connected to a crit-line IV monitor. After being connected for several minutes, the transmitter housing became warm to the touch, though the housing did not melt or bubble. An internal inspection of the clic device found corrosion, an unknown substance, and charring on the transmitter board. An unknown substance was found on the inside of the transmitter housing, and on the receiver with the housing removed. The observed corrosion on the transmitter board will cause shorts on the board that can cause the observed charring. A serial number search in the ptc complaint system of the clic device¿s serial number found no other complaints with the same symptom code within 90 days of the notification date.

Event description:
A user facility biomedical technician reported a clic device with a burned internal circuit board. The issue was discovered when the clic device became hot to the touch. There were no visible flame, smoke, spark, arcing, or burning smells reported. Upon return to the manufacturer, visible burn damage was discovered on the transmitter board. Due diligence attempts were exhausted, but no additional information was provided.